Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) /2012. During the procedure, the device packed up. Another like device was used to complete the procedure with no adverse patent consequences.

Manufacturer narrative:
(B)(4). The information contained in this file has been determined to be a duplicate of the event reported in mw# 2210968-2012-07827. Therefore, this medwatch 2210968-2012-07845 will be voided.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.